Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received a power error detected. The customer¿s blood glucose level was 662 and 343 mg/dl. Troubleshooting was performed for power error detected alarm and noticed second call power error within 4 hours of troubleshooting the previous occurrence. Sending replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump trace download analysis confirmed the pump alarmed power error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25 due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The device was received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, cracked case near belt clip rail corner, cracked case, cracked retainer and scratched case.